Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates that the depth gauge was not measuring correctly. The repair technician reported the tip was worn. The item is not repairable. The cause of the issue is unknown. A pd evaluation was conducted. The report indicates that the returned device shows light use during its 3.25 year lifespan. The silver measuring rod is slightly deformed but functional. The needle is approximately 5 mm too short, which would cause an incorrect measurement when using the device. The needle does not appear to be an original component, due to the presence of threads on end proximal to the black graduated body. The balance of the instrument is in fair condition. This complaint is confirmed, but it is not the result of a design deficiency. Drawing (B)(4) for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument(s) are used during mini fragment plate implantations in the foot, hand, and craniofacial area; and proper use and maintenance are addressed in technique guide (B)(4). The complaint condition was caused by wear and method of use, rather than the design of the instrument. This complaint condition is possibly a result of method of use and wear, and not the device's design. Because of this, the complaint is determined not to be a result of a detected design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No service history review can be performed as this is a lot controlled item on lot #7007169. The manufacture date of this item is 21-aug-2012. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an open reduction and internal fixation (orif) on the ring finger was performed on (B)(4) 2014. X-rays taken during surgery showed that the screws were too long. It was discovered that the depth gauge (319.004) used to measure the three screws was not measuring correctly. The screws were removed and shorter screws were implanted. The surgery was successfully completed without patient harm. A 15 minutes surgical delay was reported. This report is 1 of 1 for (B)(4).